Event description:
It was reported, that an infusion of magnesium sulfate. That was programmed to infuse at the rate of 15ml for one hour, but instead was completed within minutes. An air in line alarm was heard. And the bag was found to be empty. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported issue of ¿over infusion, magnesium sulfate¿ could not be confirmed. No product or device logs were returned for investigation. Customer confirmed, that no devices would be returned for further investigation. The root cause of the customer¿s complaint of ¿over infusion, magnesium sulfate¿ was not determined, since no product or device logs were returned. No device history search was performed, since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "over infusion, magnesium sulfate". Based on the crb review and the limited information provided, no further investigation actions will be performed. H3: other text: device not returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an infusion of magnesium sulfate that was programmed to infuse at the rate of 15ml for one hour but instead was completed within minutes. An air in line alarm was heard and the bag was found to be empty. There were no adverse consequences to the patient.